Event description:
It was reported by the affiliate that the (2) 355ld were used during a laparoscopic cholecystectomy procedure. It was reported that the outer gasket fell into the pt. (It was retrieved). The case was completed with another instrument and there was no pt consequence.